Manufacturer narrative:
A third party supplier (varian) notified elekta that the customer would like to know how a data tag is populated from a third party application (elekta) and why it is creating the same uid for two different patients. The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in mosaiq that allowed the creation of duplicate study instance uid for patient records created at the same date/time. Mosaiq used a date identifier instead of a guid (global unique identifier), generating the same study instance uid value for both patients. Due to this same study instance uid, only the acquired cbcts for patient 1 were allowed to be imported and saved into mosaiq, while the acquired cbcts for patient 2 were rejected and not saved. Patient 2 was the affected patient. It was ascertained that the cbcts used for patient setup were not imported and saved in mosaiq into the patient's chart. The treatment setup and delivery was not impacted as the recording took place post treatment. According to the customer and treatment reports, there was no mistreatment. If this issue were to re-occur it would not lead to mistreatment.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
A third party notified elekta that the customer would like to know how a data tag is populated from by a third party application and why it is creating the same uid for two different patients.